Event description:
It was reported that stent damage occurred. The 90% stenosed, 34-38mmx2.5-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x38mm promus element long stent was advanced for treatment. However, the device failed to cross the lesion and when the device was removed, it was noted that the end portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR:. Promus element mr ous 2.50 x 38 mm stent delivery system was returned for analysis without the manifold of the device. Damage was noted to the stent as the stent struts in the 10-11 stent struts rows from the distal end of the stent were lifted. An undamaged section of the crimped stent od was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft identified a break at the strain relief at 147.5cm proximal from the distal end of the tip. The manifold was not returned. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 34-38 mm x 2.5-2.75 mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50 x 38 mm promus element long stent was advanced for treatment. However, the device failed to cross the lesion and when the device was removed, it was noted that the end portion of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.